Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous abdominal aorta. A 27/7/2/65 equalizer¿ balloon catheter was advanced for stent graft touch up. However, on the first inflation for 10 seconds, the balloon ruptured. The procedure was completed with a 27mm-100cm equalizer balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was analysed and latitudinal tear was observed on the balloon. No other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous abdominal aorta. A 27/7/2/65 equalizer balloon catheter was advanced for stent graft touch up. However, on the first inflation for 10 seconds, the balloon ruptured. The procedure was completed with a 27mm-100cm equalizer balloon catheter. No patient complications were reported and the patient's condition was good.